Event description:
Attempted to use b.i.g. Io device on a cardiac arrest patient, and the device failed again. Unable to pull trocar out of the needle. Use pliers to extract the trocar and subsequently, excessive movement caused io to dislodge from patient's tibia. Contact supplier and they sent new unit to replace defective unit. This is multiple failures of the device. Three devices failed on patient uses for this same reason where the trocar was not able to be extracted from the io needle. Two other device failures were reported when the firing mechanism would not release the io needle after it had been fired into the patient's tibia.